Event description:
Two days prior to the pt's death, the pump was refilled; 2 mls of morphine was withdrawn and the pump was refilled with 18mls of morphine. The manufacturer's refill kit was not used; a 25 gauge needle and the hospital's own catheter was used. The pt's death was presumed to be a morphine overdose. The pump was removed from the pt by the pathologist; an inquest into the pt's death and investigation of the device was planned. The pathologist aspirated .7 mls of drug from the pump using his own "blue needle"; the manufacturer's refill kit was used and an add'l 1 ml was aspirated from the pump reservoir. An 8840 programmer was not available; the pump was interrogated with an 8821 programmer. Pump interrogation showed a morphine concentration 20 mg/ml; a reservoir volume of 17 mls; an alarm volume of 2 mls; and the mode was simple continuous mode at 5 mg per day/.208 mg per hour. Blood and tissue samples had been sent to the labs for toxicology etc; this could take up to 4 months for results. The corner granted permission for the pump to be taken and tested by the manufacturer.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is complete.